Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycling and full functionality stress testing without duplicating the report. Review of the device activity logs shows no critical errors that would confirm that the device failed in rescue mode. The evidence/communication evaluated supports that this report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.